Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that, on an unknown date in (B)(6) 2012 the patient underwent transforaminal lumbar interbody fusion surgery at l5-s1 with rhbmp-2/acs and unknown implantable hardware. On (B)(6) 2015 the patient underwent hardware (from first surgery) removal surgery due to severe bone spurs and lots of scar tissue. On an unknown date patient underwent a CT scan which showed bone spurs- foraminal stenosis at prior fusion at l5-s1- scar tissue- nerve root was stenosis and osteophytes from the bone graft- the bone graft was removed. Reportedly the patient currently has a lot of pain in her back. The patient alleged that she had severe bone spurs and lots of scar tissue. Patient had been to multiple surgeons and they said that it's not fusing together correctly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: bilateral gill laminoforaminotomies at l5-s1. Osteotomy of the posterior lip of s1 on the right. Radical discectomy at l5-s1 via transforaminal approach. Interbody fusion at l5-s1 using putty, local bone autograft, bone morphogenic protein, peek spacer. Posterior spinal fusion at l5-s1 using pedicle screws and rods. Use of operating microscope. Intraoperative fluoroscopy interpretation. Intraoperative neurophysiologic monitoring pre-op and post-op diagnosis: l5-s1 isthmic spondylolisthesis. L5-s1 foraminal stenosis 3. Lumbar radiculopathy. Lumbar instability as per op-notes, "serial trials were used followed by disc irrigation. I packed the disc space full of bone morphogenic protein. I then took a peek spacer measuring 12mm in height packed with putty, and bmp. This was impacted into position under fluoroscopic guidance.. The patient tolerated the procedure well."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.